Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: neither handpiece would work. Both handles jammed.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/08/2014. Based on new information provided by the account, this report was determined not to be reportable.